Manufacturer narrative:
.

Event description:
It was reported that the pt experienced increased pain for several months and a volume discrepancy was noted. The expected reservoir volume was 14.2ml; the actual reservoir volume was 19 ml. A dye study was performed and was negative and the system found to be patent. A follow-up report will be sent if additional info becomes available to us.